Manufacturer narrative:
(B)(4). (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Hospital discarded as biohazard.

Event description:
It was reported that a patient underwent a procedure for ankle syndesmosis. Subsequently, during implantation as the surgeon pulled the zip suture, the suture did not tighten. The surgery was completed using a different device. No impact to patient was reported.

Manufacturer narrative:
No device was returned for examination. Review of device history records did not identify any related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information has been made available at the time of this reporting.